Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The patient circuit leak test was performed on the ventilator during bench testing, and the ventilator passed. The ventilator also passed 90 hours of extended test's at the customer's settings without any unusual alarm or error condition. The ventilator passed the initial final test and the initial alarm volume test with no restriction. The unit was opened up and inspected, no anomalies were found. The ventilator met all factory specifications and standards.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the circuit failed, so the customer switched circuits, and then the ventilator went inoperable. There was no report of any patient involvement associated with this reported event.